Event description:
The user facility reported a 56-year-old male was implanted with an impella cp device for mechanical circulatory support. While on impella cp support, the patient¿s kidney function declined, impella sheath likely clotted, and patient went into ventricular tachycardia (vt) arrest. Family decided to discontinue care.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08025 was provided.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.